Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. During the repositioning procedure, the; right ventricular (rv) lead was inadvertently dislodged. Both leads were repositioned and remained in use. The next day, the ra lead exhibited increased pacing thresholds, decreased p wave amplitude and no capture in unipolar. An echocardiogram showed a minimal pericardial effusion caused by a perforation. The patient had discomfort with atrial pacing and therefore, the lead was programmed off and later, was explanted and replaced. No further patient complications have been reported as a result of this event.